Event description:
Contact reports 4 setscrews on the left side of the spinal construct had loosened. This resulted in the need for revision surgery to explant the replace the devices. Also see medwatch report nos. 1526439-2006-00198 and 1526439-2006-00188.

Manufacturer narrative:
The returned setscrew was dimensionally inspected and found to meet specification requirements. The devices were reassembled and were found held together securely. The fit and function was as intended. Review of the device history record found no anomalies. Pt x-rays were examined and the difficulty was confirmed. The cause of loosening cannot be positively determined. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.